Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and no longer in axial alignment which caused excessive heat. The reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device would not hold the burr device. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The evaluation was corrected. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the bearings were worn out and no longer in axial alignment. It was determined that this caused excessive heat. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.